Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log does indicate that the end user was intermittently finding a qrs complex to sync on. It is not known why the qrs was not being detected consistently as the full disclosure report was not available as part of this investigation. The customer indicated that the patient had a pacemaker, which may have contributed. However, this could not be firmly established. The device was able to discharge when all of the criteria was met. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently was unable to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device intermittently was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.